Event description:
It was reported that the lead impedance has trended downward. It was further reported that the device battery voltage was in question. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The device battery voltage was ok. The rv lead impedance had decreased. The right ventricular pace impedance measurement has been declining over the duration of the record with the initial min/max value of 640/736 ohms. The last min/max value was 300/344 ohms.

Event description:
It was reported that the lead impedance has trended downward. It was further reported that the device battery voltage was in question. The device and lead remain in use. It was also reported that the lead's r waves had dropped slightly. The lead was capped and replaced. The device had possible early depletion of the battery and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The device battery voltage was ok. The rv lead impedance had decreased. The right ventricular pace impedance measurement has been declining over the duration of the record with the initial min/max value of 640/736 ohms. The last min/max value was 300/344 ohms. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance/resistance decrease was noted as the right ventricle pace impedance had a decreasing trend from approximately 600 ohms in (B)(4) 2009 to approximately 250 ohms in (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. No anomalies were found. The device battery voltage was ok. The rv lead impedance had decreased. The right ventricular pace impedance measurement has been declining over the duration of the record with the initial min/max value of 640/736 ohms. The last min/max value was 300/344 ohms. The device was returned and analysis revealed normal battery depletion. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance/resistance decrease was noted as the right ventricle pace impedance had a decreasing trend from approximately 600 ohms in (B)(6) 2009, to approximately 250 ohms in (B)(6) 2010.